Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
1 reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated an additional patient event which is captured on separate report.